Event description:
It was reported that in (B) (6) 2008, the patient was suddenly unable to hear anymore with his audio processor. This was the same with his spare ap. The patient was seen at the clinic on the same day as his audiologist. The ap was listened through with the apa, the batteries replaced, connected to the symfit software and ap turned to maximum gain. There was no resolution to the ap or hearing reported. There are no reports of head trauma, no head injury and the implant site was reported to be problem free.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.